Event description:
It was reported that patient underwent an acl repair procedure utilizing a tibial fixation device on an unknown date. Subsequently, the implant loosened and was revised several months later. The acl appeared to be stable upon revision of the loose implant; therefore, it was determined the implant had loosened after ingrowth of the acl.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.